Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate hv shocks due to lead fracture. Lead was explanted and replaced successfully. Patient was stable.